Event description:
Per or tech, the product did not engage properly after being applied to the sternum by a surgeon. The item was promptly removed from the pt's sternum and inspected for parts by the surgeons. Once determined that the item was complete, the product was passed off to the circulating nurse.